Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages and break. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states that the patient's symptoms and the epithelial defect has resolved. The optometrist also noted that the epithelial defect could have been caused by the patient rubbing the eye and not the laser treatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with mild intermittent pain upon blinking in the left eye one day post lasik. The patient was noted to have an epithelial defect. Additional information requested.